Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the ventricular assist device (vad) coordinator that the patient awoke on (B)(6) 2017 with acute onset of chest tightness and continual low flow alarms. Patient was taken by ambulance to hospital for investigation and treatment. It was stated that the patient suffered cardiogenic shock requiring inotropic support. It was further stated that the pump was heard vibrating at chest wall and an inflow obstruction was identified. It was then stated that tirofiban was administered for 2 hours then tenecteplase 45mg given and flow returned to normal and pump sound normalized. Epistaxis occurred post thrombolysis but no neurological changes noted. No additional information available.

Manufacturer narrative:
(B)(4). Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "low flows" was confirmed via review of the controller log files which revealed 20 low flow alarms logged since (B)(6) 2017. Of note, it was reported that an inflow obstruction was identified and after the patient received tirofiban and tenecteplase, parameters returned to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow alarms observed during log file analysis may be attributed to thrombus in the inflow cannula/outflow graft. Based on risk documentation, the most likely root cause of the vibration may be attributed to factors such as pump placement that allows contact with fixed or rigid anatomical structure thereby amplifying the sensitivity to vibration or thrombus ingestion leading to impeller imbalance. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.